Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 30 mg/dl at the time of incident and turned 40 mg/dl on giving orange juice. The current blood glucose level was reported as 60 mg/dl. The sensor was not used at the time of incident. It was not known whether the auto mode feature was active or not. It was also reported that the customer was using the insulin pump system within 48 hours of reported low blood glucose event. The customer did not experience any symptoms due to low blood glucose level. The customer treated low blood glucose with food. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. No further patient complications were reported. The customer will continue use of the device.